Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. Electronic production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the tray resulted in the noted kinked outer sheath and the reported tip separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when unpackaging the 4.5x40mm supera self expanding stent system (sess) the distal tip of the catheter had broken off. The sess was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.